Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm at 4.0 pounds during prime test due to moisture damage inside faulty force sensor system. The pump had cracked display window corner and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer stated that insulin squirted out during prime. The customer went to sleep with blood glucose of 7 mmol/l. The customer woke up with blood glucose of 19 mmol/l. The customer delivered correction and the actual blood glucose was 15 mmol/l. The customer will be sent a replacement pump. The customer will return the pump for analysis.